Event description:
The customer reported that three cord samples reacted as false positives in the anti-b microtubes of the mts abd monoclonal grouping card lot # 121707053-11. The customer repeated the samples using tube method and obtained negative reactions with anti-b antisera. No erroneous results were reported. False positive test results can lead to transfusion of incompatible blood. This customer issue is also being reported under medwatch MFR #s 1056600-2008-00344 and 1056600-2008-00345, to document additional false positive results indicated by the customer in the complaint from the same lot of gel cards.

Manufacturer narrative:
Retained testing performed at mts using the returned samples (two cord samples) was satisfactory. Results were negative in the anti-b microtubes. The customer's complaint was not confirmed. No definitive root cause was determined for the false positive reactions obtained at the customer site. Gel cards performed as expected at the ocd site and no discrepancies or false positive reactivity were observed in any of the gel cards. Batch record review was within release specifications. Incident is isolated. (B) (4).